Event description:
It was reported that the patient's pump system was explanted due to infection. It was initially reported that the patient was in the emergency room with a suspected pump pocket infection. It was later reported that a surgical explant was going to be done on (B)(6) 2012. The reporter stated that there was no known problem with the catheter or the pump, as the patient was "very happy with the quality of therapy," but removal was required due to infection. The patient had noticed redness and drainage a few days after surgery, but did not mention it until the post-operative appointment a few weeks later, and by that time it was completely infected. Antibiotics were started and the patient was referred to see an infectious disease healthcare provider (hcp). A culture was taken, and it was determined to be (B)(6). The entire pump system, pump and catheter were removed on (B)(6) 2012, and a new system was placed "on the other side of (B)(6) 2012." The patient was recovering well and was in-patient as of (B)(6) 2012. The infection was noted to be clearing up at that time and there were no issues with the new system, as patient was receiving effective therapy. The medication in the pump was lioresal (baclofen). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported perioperative antibiotics had been administered. The date/onset of the infection had been (B)(6) 2012. Treatments for the infection had included intravenous antibiotics. No further new information was provided.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found a dried drug or blood occlusion on the catheter body, but it was not significant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.